Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14217. It was reported that when the patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance (hvli) was observed. It was noted that the impedance trend was historically high, and the hvli was out of range for one measurement. The patient was stable.